Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, of an introducer cannula detached from the applicator during sensor insertion. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle damaged from the applicator could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was not performed due to a missing applicator. Confirmation of the customer's complaint of a detached introducer needle could not be determined. A root cause could not be determined.